Event description:
It was reported that the instrument was found to be dull during the surgical case by the surgeon. There was no harm or serious injury to the patient.

Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 h6: component codes: mechanical (g04) - drill visual examination of the provided photograph identified the baseplate reamer. A mark is noted on the shaft. No definitive statements can be made regarding the tip of the reamer as the angle of the provided photograph does not show the tip. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.